Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the operation started as a normal implant remove. Nothing special was visual at the beginning. As the surgeon tried to remove the blade, we saw that the instrument toggled in the blade. As the surgeon started to hammer, the piece (B)(4) came out of the blade. Then the remove of the blade became much more demanding, as we needed the special extraction set for the blade and the operation was prolonged for more than 1 hour. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. Strong traces of utilization were visible especially at the region of the tread. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. This blade was assembled and function checked before release; these pfna-blades are function checked per 100% before they leave the manufacturing facility. No manufacturing related issues that would have contributed to this complaint were found. As part of the investigation it was tried to connect the pfna-bladel95 st, but it was not possible, since the thread has strong traces of utilization. Before the components are getting commercialized, the items generally get connected. When the items are implemented in patient¿s body they also get connected to fulfil their function. This complaint was detected when the pfna-klinge l95 st was removed from patient¿s body. Based on these facts, the parts must have been functioning before the removal. The relevant dimensions cannot be measured due to the damage incurred at the component parts. Unfortunately the exact cause of failure cannot be determined. Therefore the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. There is no indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Unknown if device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 06.jul.2009 expiry date: 01.jul.2019, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.